Event description:
It was reported that there was a loudspeaker error. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and couldn¿t reproduce the customer's alleged malfunction; therefore, there was no speaker inoperative message present as the speaker worked as intended.